Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014 to october 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection broken tubing was observed at the junction of the distal luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.

Event description:
It was reported that a large volume infusor had a leak. The device was filled with 3580 mg of fluorouracil in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.